Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced uncomfortable stimulation. In turn, surgical intervention took place on unknown date during which the ipg was explanted.